Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing. Device remains implanted.

Event description:
As reported by the benchmark clinical study from our affiliates in germany, during a transfemoral transcatheter aortic valve replacement (tavr) procedure of a 29mm sapien 3 valve, shortly after implantation, the valve migrated deeper into the ventricle. As a result, a valve in valve was performed to implant a second valve. There were no complications. An angiography was performed which showed a stable fit of the valve without compromising the coronary arteries. No issues noted with the access puncture site.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2022-09969. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, the edwards sapien 3 system is indicated for use in patients with heart disease due to native calcific aortic stenosis at any or all levels of surgical risk for open heart surgery. The IFU also states the edwards sapien 3 system is indicated for use in patients with symptomatic heart disease due to a failing aortic bioprosthetic valve or a failing mitral surgical bioprosthetic valve (stenosed, insufficient, or combined) who are judge by a heart team to be at high or great risk for open surgical therapy. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The event for valve migration was unable to be confirmed as no imagery was provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. It should be noted that this event involved deploying the sapien 3 transcatheter heart valve (thv) in a non-calcified aortic annulus. Thv implantation in a non-calcified native aortic annulus using the sapien 3 valve with the commander delivery system is not an indicated use of the device. Therefore, this was an off-label operation. As reported, "29mm sapien 3 valve, on aortic position by left transfemoral approach. Complication-free. Advancement of the esheath without complications. Shortly after implantation, the valve was kicked deeper into the ventricle and a new valve was implanted using the valve-in-valve technique." Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. In this case, the valve was implanted in a non-calcified native aortic annulus. Due to lack of calcification at the native annulus, the deployed valve could not securely anchor to the target site (native annulus). This led to the deployed valve being dislodged from the target site and migrating towards the ventricle. In this case, available information suggests that procedural factors (off-label operation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.